Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for keytones and high blood glucose of over 400 mg/dl. It was stated that the customer was treated with an insulin drip. The customer called back and stated that he was not sure if he took his bolus and then got sick. The customer stated that he was not connected back to the insulin pump and requested assistance on turning off the alarms. No further information provided.